Event description:
On (B)(6) 2013, an implant card was received indicating the patient's lead and generator were replaced on (B)(6) 2013. The lead was replaced due to a lead discontinuity and the generator for unknown reasons, per the card. Attempts have been made for additional information; however, they were unsuccessful. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.